Manufacturer narrative:
The patient sample was provided for investigation and the results obtained by the customer could be reproduced. Further investigations of the sample determined that it contains an interfering factor against the ruthenium label of the tsh assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."the investigation did not identify a product issue.

Manufacturer narrative:
The serial number of the e 801 module is (B)(6). The competitor method is siemens. The patient sample has been requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with elecsys tsh on a cobas e 801 module. The customer stated that the result obtained with the roche method does not match the patient's clinical picture of hyperthyroidism. Measurements of the same patient obtained with a competitor method match the patient's clinical picture. The customer stated that discrepancies between roche and the competitor have occurred before with other samples from the same patient starting in 2020. No specific results were provided related to this allegation. The sample in question resulted in a tsh value of 2.29 uui/ml (reference range = 0.27 - 4.20 uui/ml) when tested with the roche method on 20-oct-2023. The sample was repeated with the competitor method on 20-oct-2023, resulting in a tsh value of 0.007 uui/ml.